Event description:
While opening heating pack, rn employee felt fluid leaking from hot pack. There were 2 small holes on the right upper side of the heat pack. The employee immediately washed her hands and alerted her supervisor. Her hands were not burned and she did not need to seek medical attention. The chemical could have been spilled on the patient causing a burn.